Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-00920. It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2.0x15mm maverick balloon catheter. The 2.5x38mm promus element coronary drug-eluting stent system was advanced, but was not able to cross the lesion. The buddy wire technique was utilized; however, the device still would not cross. At an unspecified time during the procedure, a dissection occurred. The procedure was completed with two non bsc stents, sizes 2.5x30mm and 3.0x38mm. There were no additional patient complications reported and the patient's status is stable.